Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v016994, product type: lead; product ID 377760, lot# v016994, product type: lead. (B)(4).

Event description:
The health care provider reported that the patient had a device replacement procedure. The indications for use were post spinal cord injury, complex regional pain syndrome type I and spinal pain. No patient symptoms or device issues reported. Additional follow-up is being conducted; if additional information is received a follow-up report will be sent.